Event description:
Additional information was received from a consumer. It was reported that they were going to refill the pump on monday, (B)(6) 2016. The alarm volume was set at 2 ml and they want to prevent the low reservoir alarm volume to occur until the refill. It was noted that the patient was currently programmed to minimum rate mode. Lowering the alarm volume was discussed. The patient's condition was improved since the pocket fill.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving hydromorphone (concentration 3mg/ml, dose 0.0182 mg/day) via an implantable pump for spinal pain. It was reported that a pocket fill occurred 2 days prior to this event report date; during a normal pump refill, the health care professional noticed drug going into the pocket. The patient started getting drowsy and was sent to the medical center. Patient was monitored with narcan drip and the pump was set to minimum rate. At the time of this report, the issue was resolved, patient status was alive - no injury. Additional information has been requested regarding troubleshooting performed, causality and whether the pump was successfully filled but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-23. It was reported that on (B)(6)2016 (note this is conflicting with previously reported information that this occurred on (B)(6)2016) the pump overdosed the patient when the patient¿s pump was being refilled and the patient was sent by ambulance to a hospital. It was indicated that dilaudid was in the pump at the time of the event. It was noted that the patient no longer had the pump and catheter as they were removed on (B)(6)2017, refer to manufacturer report (B)(4) for details pertaining to that event.